Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device shift occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow up echocardiogram revealed that the implanted closure device was crooked, and the physician was uncertain if it was leaking. The patient was placed on a blood thinner for 3 months with plans to repeat echocardiogram.

Manufacturer narrative:
B3: estimated based on initial reporter informing us that the event occurred the week prior to them reporting it to us.